Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium revision acetabular, cat# 509-02-56e, lot# kt4v50; gap plate screws, cat# 2080-0035, lot# mmm2vj; gap plate screws, cat# 2080-0040, lot# mnm375; v40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# py0960; size 5 accolade ii 127 deg, cat# 6721-0535, lot# 40460403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was noted that post a revision surgery, on (B)(6) 2016, an emergency room visit noted, "complaining of pain at surgical site and bilateral cramping and lower leg pain of two days' duration. Notes redness, pain and swelling. Labs and venous doppler within normal limits. " the patient was discharged home on the same day for a follow-up with an orthopaedic consult. No documented follow-up subsequent to this emergency room visit is noted.